Event description:
During an in-clinic follow-up, it was not possible to interrogate the device. The suspected cause of the event was due to premature battery depletion, although not confirmed. No intervention has been performed. The patient is stable and will continue to be monitored.